Manufacturer narrative:
The customer has had no additional occurences after the service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results - device subassembly- workstation.

Event description:
The customer received erroneous results for glucose hk gen 3 (glu) on one patient sample. All results are in mg/dl. The initial plasma sample generated a result of 334, accompanied by a data flag. This result was reported outside of the laboratory and was questioned by the physician. The initial sample was repeated on the same analyzer and generated a result of 141, accompanied by a data flag. The customer also ran a serum sample and generated a result of 134, accompanied by a data flag. The customer deemed the repeat result of 141 to be the correct result and reported this result outside of the laboratory. There was no adverse event. The lot of glu reagent in use was not provided. The field service representative found dirty work stations. He cleaned both the work station and the wash station. He performed a work station check test, which was within specification.